Manufacturer narrative:
Carefusion file identifier: (B)(4). (B)(4). At this time, carefusion has not received the device for evaluation. Any additional information received from customer will be included in a follow up report.

Event description:
The customer reported that the vela ventilator alarmed "motor fault". It is unknown at this time whether there was patient involvement.